Event description:
It was reported that the device was used during a hand-assisted sigmoid colectomy, the membrane on the iris valve tore and pneumoperitoneum was lost. The disc was replaced immediately and the case was completed. No patient consequences.